Event description:
New information received noted that the clinic was able to reproduce the myopotential oversensing or suspected right ventricular lead noise with deep breathing exercises. Programming changes were made on (B)(6) 2019. Some noise or myopotentials were still noted after the changes but did not result in inhibition of pacing. The patient was noted to be in stable condition and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08291. It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed episodes of myopotential oversensing resulting in pacing inhibition. Right ventricular lead noise was also suspected to be the issue. It was noted that the patient is pacemaker dependent and experienced episodes of dizziness. No intervention was performed but programming changes were discussed. The patient's condition is stable.